Event description:
On may 22, 2007 a medwatch report was received with the following event description: tip of suction catheter broke off in endotracheal tube (et). Airway was partially occluded but was cleared by suctioning out the tip of the catheter. Kimberly-clark has no first hand knowledge of the allegations but is relaying the information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The device was not returned. Instead photo's were provided. The catheter was severed at the side holes. Complaint history was reviewed for this issue and have found this issue type to have been caused by user error (the catheter having been cut). A statement is highlighted within a warning box in the dfu which states; "fully withdraw trach care catheter before cutting endotracheal tube, otherwise catheter may also be cut". In 2007, catheter strength test was conducted by sr. Research technician in roswell. Using the catheter bond strength method, 9 ea of three different 6f trach care stock codes / lot numbers were tested. Each catheter was fully extended and the tip (above the side holes) was gripped in the upper grip. The other end wsa clamped in the lower clamp fixture along the secretion viewport, just above the valve adapter. Results indicate a peak load lbf - mean of 3.641 a - minimum of 3.457 and a - maximum of 3.806. All samples failed at the catheter side holes. Reference attached picture and test report.